Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where approximately 3 months after the procedure, the valve presented with relevant stenosis due to thrombosis of the leaflets, which thereby led to reduced mobility. The patient was previously under coagulation therapy with 2x5mg apixaban/day. Right/left shunting due to the tricuspid valve stenosis resulted in refractory saturation values of around 65% despite oxygen administration. This was treated urgently with interventional closure of the atrial right/left shunt which led to a significant clinical improvement. However, the mean gradient through the tricuspid prosthesis was 7 mmhg and did not decrease with therapeutic heparin and clopidogrel. Therefore low-dose lysis therapy was provided (10 mg alteplase). The following day, the gradient decreased to 5 mmhg and the valve leaflets moved visibly better. The very low lysis dose really had a remarkable effect. The patient was also doing significantly better clinically and could be transferred to a normal ward.

Event description:
The patient had bifascicular block prior to evqoue implantation. Four weeks post implantation they exhibited symptomatic bradykardia and chronotropic incompentence during exercise test. They also exhibited ventricular bigeminus. The physician was concerned the patient would develop trifascicular block and that the limited improvement of exercise capacity was due to chronotropic incompetence. As per latest information from the physician, there is no clear indication that the device caused the deterioration of conduction. As the conduction system was severely insufficient prior to evoque implantation, this is likely the natural course, but aggravation due to evoque implantation cannot be completely ruled out. Additionally, noak (noval anticoagulant) therapy was paused 48h prior to pacemaker implantation and resumed on the day of ppm implantation.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device)-post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. Due to the unavailability of the device and imagery, no device related issues or malfunction can be confirmed. DHR review was performed and there was no indication that a manufacturing non-conformance would have contributed to the complaint. Available information suggests that patient factor (anticoagulant regiment) may have contributed to the reported event. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. DHR review was performed and there was no indication that a manufacturing non-conformance would have contributed to the complaint. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The reported event does not allege or indicate that a device deficiency had occurred. Possible contributing factors can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. No information received or available suggests that the technical summary does not apply, therefore no further evaluation such as product evaluation is required for this event. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
The patient was discharged thirteen days after the event in general good conditions. As per medical records received, the implant procedure was successfully performed. Post-procedural echo confirmed the device was well positioned, with a result of trace tricuspid insufficiency and mean gradient of 2 mmhg. The postprocedural course was without complications. Additional indication for oral anticoagulation in atrial fibrillation with apixaban was indicated. Subsequently, the patient was admitted for elective pacemaker implantation 47 days post valve implantation and patient was discharged 2 days later. The asd was not diagnosed prior to the valve thrombosis. After lysis therapy and pfo/asd closure, the patient significantly improved in symptoms, in particular the closure of the post-interventional asd significantly improved his condition (no dyspnea, no peripheral edema). However, the evoque valve continued to show thrombosis in the area of all leaflets at the base, but the opening surface was no longer significantly affected. There were also 2 spherical thrombi in the 11 o'clock position of the valve on both the atrial and ventricle sides of the valve.